Event description:
It was reported that the patient who had an atypical flutter procedure done on (B)(6) 2014 admitted through the ER next day with c/o shortness of breath and chest pain. During a follow up visit on (B)(6) 2014, it was confirmed through chest x-ray and fluoroscopy a right nerve phrenic palsy. Chest x-ray revealed elevation of right hemidiaphragm; fluoroscopy revealed limited right lung motion. No medical intervention reported. Physician¿s opinion regarding the causality of adverse event was procedure-related. The patient required prolong hospitalization.

Manufacturer narrative:
The bwi equipment involved are: carto 3 system (serial#(B)(4)), stockert generator (serial#(B)(4)), coolflow pump (serial#(B)(4)). (B)(4) are related to the same event.